Event description:
It was reported that during an implant, the lead was not used and was replaced due to patient anatomy. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant, the lead was not used and was replaced due to patient's anatomy. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation had foreign material. It was noted that there was blood on the tip electrode and there was blood/body fluid on the distal conductor (not obstructed).